Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of the valve and crease flat. Leak test and microscopic analysis was performed which identified: total delamination of the valve (adhesive failure). Based on the device analysis the final assessment is: total delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally noted "hole in valve".